Event description:
Caller reported a malfunction on the pump with a displayed malfunction code of malf 7. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer support provided information to reset the pump, assisted the caller in doing so, and confirmed that the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue happened again, which the caller acknowledged and understood.